Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged and exhibited high pacing threshold measurements. Additional information indicates that there was also poor sensing and high thresholds were discovered at pre-discharge evaluation. The dislodgement was revealed via chest x-ray. The right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.